Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in the severly tortuous distal left anterior descending (lad) artery. The physician attempted to place a taxus liberte 3.0 x 12mm drug eluting stent, but "for the tortuosity of the vessel the device kinked." No patient status is satisfactory. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
Device analysis can confirm the complaint description. Several kinks were identified along the length of the hypo-tube. Further examinations of the returned device found that the stent appeared to be slightly pushed proximally on the balloon, resulting in the stent bunching at its center. A review of the manufacturing record for this particular batch (reference 8183841 top assembly & 8179539 manifold) shows that the device met its material, assembly and product specifications at the time of its release to distribution. The cause of the difficulties experienced during the procedure could not be determined.